Event description:
It was reported that during pt transport the front left wheel of the cot broke under the leg weldment. There was reported pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Leg weldment.